Event description:
The patient received scs system on (B)(6) 2011. It was reported that the patient was getting rib stimulation. X-ray revealed that the lead had moved to the left. The lead was repositioned on (B)(6) 2011. After the repositioning, the patient reported she was still in pain and felt the stimulation in the wrong location. The physician advised the patient to give some healing time to the surgery location. The device is still in use. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.